Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer. This report is being filed on an international product, list number 8k25-74 that has a similar product distributed in the us, list number 8k25-27.

Event description:
The customer reported falsely elevated architect ipth results on one patient. The results provided were: architect = 140pg/ml (reference range 15-68.3pg/ml); the patient tested negative on other platforms. There was no reported impact to patient management.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f26. Component code: g01003. D8. Was this device serviced by a third party? No. The complaint investigation was performed for observed falsely elevated results for one patient when using architect intact pth reagent lot 01520b000 compared to another method. The investigation included a search for similar complaints, review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 01520b000. Return testing was not completed as returns were not available. Historical performance of lot 01520b000 was evaluated using worldwide data from abbottlink for the routine assay. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 01520b000 was not within the established control limits, therefore testing was required. Due to product availability lot 01520b000 could not be tested, so testing was performed using a kit of architect intact pth reagent, lot 02519l000. Technopath controls were used in place of abbott controls as they are human serum based and are therefore more reflective of patient samples. Acceptance criteria were met, which indicates acceptable product performance. Trending review determined no trends for the issue for the product. Device history record review was performed on lot 01520b000, which did not show any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to adequately address the issue of falsely elevated results. Based on the investigation no systemic issue or deficiency of the architect intact pth, lot number 01520b000 was identified.